Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart - line was torn apart [device breakage]. Case narrative: consumer reported via phone that that line was torn apart. No injury was reported.